Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with intermittent button response due to moisture damage on keypad traces. There was moisture damage on the electronics assembly. No button error alarm noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, cracked battery tube threads and stained end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and moisture damage. Customer's blood glucose was 344 mg/dl. She stated the insulin pump was exposed to moisture. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.